Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced seizure-like symptoms. The physician removed the device. The patient had been implanted for over a year and was using the device with effective pain relief prior to the removal. There have been no reports of further complications regarding this event.